Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. Fse conducted a follow-up with the customer over-the-phone to address the reported event. The fse was informed tha the customer found a leak and the column ferrule was lost when they tried to tightening it. The fse instructed the customer in how to replace the column. The customer primed the instrument and ran quality controls all results were within specification. Instrument is functioning as intended and was released. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: general error messages with these errors, the assay stops and the analyzer immediately enter stand-by state. The 100 pressure high. The pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: greater than the pressure on the column inspection report + 4 mpa, then replace the filter. Less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported issue was due to operator error, a loose column ferrule was not tightened adequately during the column replacement. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving high pressure on their g8 instrument. The customer replaced the filter but the error still persisted. Customer checked the column and found a leak. The customer lost the column ferrule during the tightening process of the column. Customer instrument is down and not operational. The technical support specialist (tss) will send a replacement ferrule and customer requested the fse to be dispatched. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.